Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after mistaking a vibratory alert for shock. Upon interrogation, the merlin programmer exhibited diagnostics anomaly by over estimating the longevity.